Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. The model listed for the patient is the advisa dr ipg. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: influence of electronic apex locators and a gutta-percha heating device on implanted cardiac devices: an in vivo study. International endodontic journal. 2016; 49(6):526-532. Doi: 10.1111/iej.12487. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the influence of electronic apex locators and a gutta-percha heating device on implantable pulse generators (ipg). The article reports that the patient experienced electromagnetic interference/ noise when exposed to the heating device. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.